Event description:
The needle at the end of a catheter separated from the palstic catheter in the patient's gallbladder during the procedure and was retrieved. No patient harm was documented and no extra intervention was required. No device was available for return. Device information was not documented by the user facility prior to disposal.